Manufacturer narrative:
It was reported that during a thr procedure and outside the patient, the daa double offset adapter right 80/45 did not hold the broach properly. Surgery was finished with an s+n backup device. No injuries or surgical delays reported. The device, used in treatment, was returned for investigation. Upon visual, slight signs of use such as dents and scratches over the whole device were detected. Apart from that, no abnormality at the connection site to the rasp could be detected. Previous investigations demonstrated that under specific circumstances the double offset adapter 80/45 may disconnect from the rasp during backslapping. An optimized design of the device has been released in order to reduce the occurrence of this issue. The root cause of this reported complaint is therefore a design issue. This version of the device will be monitored for similar issues. The returned device will be discarded.

Manufacturer narrative:
H6- device evaluation code: 2900.

Event description:
It was reported that during a thr procedure and outside the patient, the daa double offset adapter right 80/45 did not hold broach properly. Surgery was finished with an s+n backup device. No injuries or surgical delays reported.